Event description:
It was reported from the us that during an orthopedic surgical procedure an instrument broke off. While the surgeon was impacting the acetabular cup, a piece of the tip broke off. Device pieces fell into the surgical wound and were retrieved with tonsil clamps. No pieces were left in the patient. The patient outcome was not affected, and the patient left the operating room in stable condition. The surgeon finished impacting the cup with the straight cup inserter. Agent was present at time of surgery. Multiple email requests were sent to the contacts for additional information. No further information has been provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device was received for analysis. Eng eval completed on 11/12/2018 by (B)(6). Visual evaluation condition/findings (conducted with a 7x or l0x optical unless otherwise specified) detached flexible locking tab. The scratches near the tip of the detached piece appears consistent with burnishing from the moving piece of the device. The scratches on the wedge component appears consistent with burnishing created from rubbing against the flexible locking tab. The fracture surface appears rigid and uneven. This appears consistent with a stress riser leading to crack initiation and propagation, which eventually resulted in failure. Design-related issues: the design of the offset cup impactor has been in the field since 2006. Exactech is aware of 3 other similar complaint reports involving the offset cup impactor since 2008. The frequency of occurrence ranking scale is very low; therefore, this issue does not appear to be design related. Mfg-related issues: exactech is aware of one other complaint involving parts from this manufacturing lot of 40 units, which has been in the field since 2008. The device history record for the offset cup impactor was reviewed with a previous complaint, (B)(4), and all parts were accepted with conformance to the device specifications; therefore, this issue does not appear to be manufacturing related. Corrective action is not required because the occurrence rate is "very low", and the risk is captured in the rmr. The broken offset cup impactor reported in experience (B)(4) was likely the result of fatigue fracture initiated over time which led to ultimate fracture of the flexible locking tab. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The broken pieces that fell into the surgical site were removed with tonsil clamps; no pieces were left in the patient. An investigation was conducted; the broken offset cup impactor reported was likely the result of fatigue fracture initiated over time which led to ultimate fracture of the flexible locking tab.